Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition of "pin came out" could not be confirmed. The device passed all tests and no problems were observed. If add'l info becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report rec'd from (B)(6), stating that the device's pin came out. It is known that the event did not occur during surgery; however, it is unknown if there was patient or user injury or medical intervention. No add'l info available.